Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing the cassette not attached error was showing and the dso was damaged. There was no patient involvement and harm reported.

Manufacturer narrative:
D3: correction. H3: one device was returned for analysis. Visual inspection found a damaged downstream occlusion (dso) seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a faulty latch lock flex sensor. As a result, the dso seal, latch lock, and latch lock flex sensor were all replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.